Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt a shock from the stimulator and was not able to move and fell out of balance. It was also reported that the patient was experiencing inadequate stimulation and stimulation on non target area. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg).